Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device 1). Additional supplemental emdrs were submitted to represent the composix e/x mesh (device 2) and composix kugel mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 1997 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, "previous scar was excised and incision was extended more inferiorly. The hernia sac was identified and excised. The hernia was found to have omentum within it and this was placed back into the abdominal cavity. The fascial defect was reapproximated with suture. A piece of bard flat mesh (device 1) was placed and secured with suture." On (B)(6) 2003 - patient was diagnosed with strangulated incisional hernia thereby underwent open repair with partial excision of bard flat mesh (device 1). Per op notes, "an incision was made in the midline. A large inflammatory mass was identified in the old incision. The old mesh (device 1) was identified. A dense and very thick inflammatory mass to the old mesh was noted and dissected down through the mesh. The hernia sac was then identified and the inflammatory mass was dissected away from the incarcerated contents. A loop of small intestine was noted within the contents which was black and consistent with strangulated bowel. A incarcerated omentum and a large section of this was excised and ligated after removing the hernia sac. A piece of mesh (device 1) overlying the center of the wound was excised. A small bowel resection was then performed. The mesenteric defect was closed with suture. The previous incorporated mesh was also closed with suture." On (B)(6) 2003 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 2). Per op notes, "an incision was made in the right upper quadrant. The hernia defect was identified with some omental adhesions and bowel adhesive to the area of the defect and this was taken down. A composix e/x mesh (device 2) was placed and stapled with spiral tackers. The fascial defect were closed with suture." On (B)(6) 2007 - patient was diagnosed with multiple recurrent incisional hernia thereby underwent open repair with implant of composix kugel mesh (device 3). Per op notes, "the previous linear incision was reopened over the midline. The hernia sac was identified and removed from the fascial defect. Adhesions to the undersurface of the previously placed mesh (device 2) and lateral peritoneum were freed up. A composix kugel mesh (device 3) was placed to overlap the defect and tacked with sutures." On (B)(6) 2012 - patient was diagnosed with inflammatory mass with infection and pus thereby underwent open repair with partial excision of composix e/x mesh (device 2). Per op notes, "a midline incision was made over the mass. A pus was identified and cultures were taken. A small defect in the base of the area was noted and repaired. The mass was excised. A portion of mesh (device 2) and tacks were excised en bloc. A calcification and metal in the mass were noted and taken down to the floor of the abdominal wall. The hernia was repaired primarily with suture." On (B)(6) 2013 - patient was diagnosed with chronic infected abdominal wall mesh and a recurrent incisional hernia, chronic mrsa infection thereby underwent open repair with excision of composix e/x mesh (device 2) and composix kugel mesh (device 3). Per op notes, "an incision was made around all previous scar tissue from just below the xiphoid to below native umbilicus. Three identifiable layers of mesh was noted. In the central upper abdomen, the mesh (device 2 and 3) were infected. In the lower abdomen, a wide weave lightweight mesh (device 1) was noted and it was well integrated into the rectus muscle. Abdomen was entered superiorly above the prosthetic material (device 2 and 3) and then excised this in entirety. Adhesions between the omentum and a segment of small bowel and the inferior mesh were noted and separated. Small bowel resection was performed. All tacks and previous sutures were removed due to mrsa infection. A complex abdominal wall defect was noted. Well integrated mesh in the lower aspect of the abdomen was left. A biological mesh was placed and secured with suture."